Manufacturer narrative:
Probable allergic reaction to the hema in the desensitizer.

Event description:
Dentist office reported a patient has swollen lip after using desensitizer and take home gel. Instructed to discontinue use of the desensitizer indefinitely. Patient may be allergic to the hema in the desensitizer. Followed-up with dentist on 2-20-2017, dentist reported patient discontinued desensitizer use, patient's swelling went down after about a week.